Event description:
It was reported that while using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes that major clotting was seen in 8 tubes.

Manufacturer narrative:
Investigation summary bd had not received samples, but five (5) photos and one (1) video were provided for investigation. The photos and the video were reviewed and the indicated failure mode for clotting was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of clotting was not observed. Complaints for sample quality are under statistical control for the month of may 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.